Event description:
Inlay/ball revision. Doi (B)(6) 2017, dor (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device found the liner is broken, worn and presents signs of extraction damage/breakage. The broken portions were not returned. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Product description: altrx neut 32idx50od product code: 122132050, lot number: h04773. 1) quantity manufactured: (B)(4). 2) date of manufacture: 11/03/2016, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 10/31/2021, 5) IFU reference: IFU-0902-00-701 rev. 18. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would contribute to the reported device issue. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device h04773 122132050, and no non-conformances or manufacturing irregularities related to the malfunction were identified. Device history review : bfarm DHR review request: product description: altrx neut 32idx50od product code: 122132050 lot number: h04773. 1) quantity manufactured: (B)(4). 2) date of manufacture: 11/03/2016 3) any anomalies or deviations identified in DHR: none 4) expiry date: 10/31/2021 5) IFU reference: IFU-0902-00-701 rev. 18 .